Manufacturer narrative:
Concomitant medical products: product ID 8637-40, serial# (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2015, product type: pump. Product ID 8835, serial# (B)(4), product type: programmer, patient. (B)(4). Please refer to manufacturer report 3004209178-2015-13464 regarding pump battery reset, safe rate, withdrawal, and pump replacement.

Event description:
The pump logs were checked, and a critical alarm was occurring due to a low battery reset which occurred on (B)(6) 2015. Safe state occurred. The patient experienced an increase in back pain due to the pump going to minimum rate mode. A healthcare provider indicated that the patient would need the pump replaced, but there was no pump replacement scheduled as of (B)(6) 2015. The pump contained dilaudid. Additional information was received from a company representative. The patient wanted to representative to know how much she suffered when she went into withdrawal in (B)(6) 2015 when the issue occurred. The pump went into safe mode and the patient went into withdrawal. The pump was then programmed to minimum rate. The pump was replaced on (B)(6) 2015. During the revision the catheter was unable to be cleared. The catheter still contained the old 2mg/ml dilaudid. Per the representative,there was no catheter issue, they tried to clear the catheter and no cerebrospinal fluid (csf) would pull back. The doctor tried to access through the catheter access port (cap), unhooked the pump and tried to access directly through the catheter. The cause of the inability to clear the catheter was undetermined. No volume discrepancies had been seen in the past. A back table prime was performed and a new pump was connected and implanted. The new drug in the pump was dilaudid 0.2mg/ml. It was noted that the pump would have to run at minimum rate for 39 days to clear the old drug from the catheter before programming the pump to a normal infusion mode. The patient recovered without sequela.